Manufacturer narrative:
The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator have dead batteries, and the dc power light remained red even after plugging the vent in for a few days. Furthermore, the patient was placed on the unit and removed when the battery would not charge with no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and a vyaire field service representative (fsr) evaluated the device onsite and replaced blown fuse in power supply board. Verification test was completed, and the unit is operational.